Manufacturer narrative:
Device received with constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to pump error 38 alarm. Unit was tested with reference motor and was able to download history files using thus software. The long history file confirmed pump error 38 stuck motor due to corroded motor home switch. No unexpected pump error alarm 130 noted during testing or detailed and long traces histories files. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a detected movement in hall sensor counts that was unexpected since the insulin pump did not command motor movement alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Self test passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.